Event description:
According to the verbal report rec'd, the pt was being ventilated using a pneupac ventilator (model unknown). The pt coded. The ventilator alarmed as expected. The pt had to be resuscitated and manually ventilated. Upon inspection of the equipment, they found that the exhalation valve was partially inverted. Reporter indicated that the pt had coughed hard before she had coded, and they questioned whether this may have resulted in the valve being partially inverted.

Manufacturer narrative:
At this time, we are not certain as to what may have caused the exhalation valve to allegedly remain inverted. Unfortunately, the user facility is not able to send us the pt valve involved in the incident to evaluate, and no pictures of the partially inverted valve were taken. Under normal function, the exhalation valve closes when the pt exhales. Using a rep sample, we tried to simulate a strong cough into an exhalation valve and as expected, the valve remained closed and the air was forced out the sides. We were unable to duplicate what the user facility suspects occurred. We have not had any other complaints involving a pt valve inverting nor have we been made aware of any other adverse events associated with a pt valve inverting.